Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The outer packaging box was noted to be damaged. The tyvek tray was inspected and a hole was noted on the tyvek lid of the device. The tray had not been opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03mar2016. It was reported that the internal box was damaged. A 26 encore balloon catheter inflation device was selected for use. During preparation outside the patient, it was noted that the box was damaged although the courier package was intact. The device remained intact as well. The device never entered the patient's body. No patient complications were reported. However, device analysis revealed a hole on the tyvek lid of the device.